Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the ok keypad button sticks and requires multiple button presses to obtain a response. She stated that all other keypad buttons click back as expected and still respond normally to button presses. The family member denied physical damage to the rubber keypad; confirmed that the pump is cleaned with fragrance-free wet wipes; and stated that the pump has been exposed to pool water.